Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was no longer able to hear with his vibrant soundbridge after a resection of a cholesteatoma. The external parts were checked. Current rtf measurements showed an increasing sweep, but a weak line. Consequently, the pt underwent a second-look-surgery (B)(6) 2012. The middle ear was found quite full of scar tissue. After having opened access to the fmt, it was found in place and well coupled. An intra-op rtf measurement did not show an answer. The further proceeding will be clarified.